Manufacturer narrative:
The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The source of the reported event was from over-hearing during a group presentation at a conference and does not have permission for follow-up to gather additional information. Additional information will not be available in the future. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported "xen was not visible either in the sub conj or ac at post-op week 1 appointment." Affected eye unknown. The device remains implanted as it cannot be found. Patient has been scheduled for another procedure that is not xen related.